Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 53 mg/dl while a new libre 3 plus sensor was still in warm-up, and the user received troubleshooting and education with self-treatment using oral glucose. Symptoms included no reported clinical symptoms at the time of contact. Outcomes included the event being non-serious with no hospitalization and no long-term consequences. Investigation included complaint review and user interview. Investigation of this case revealed the cause of the low glucose event was not determined. It was concluded that no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.